Event description:
In 2008, reporter received transvaginal ultrasound and blood test to confirm pregnancy. The ultrasound was inconclusive. At about 3 days later, reporter had second transvaginal ultrasound which confirmed "very early pregnancy." When probe was removed, there was fluid discharge. In the next day, reporter went to ER for vaginal bleeding and abdominal pain. Miscarriage confirmed.